Event description:
A radial jaw was used for a diagnostic biopsy sampling. During the procedure, the pt began experiencing pain. The pt was then sent to the emergnecy room where under fluoroscopy, it was noted that there was evidence a free air in the media sternum. The pt was brought to surgery where a perforation was discovered. The pt was sent to intensive care unit and continues to recover. It should be noted that surgeon was unable to determine the source of the perforation.